Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to issue medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user could not issue medication. A technical support specialist (tss) remoted into the station, noted that the rxverify request was rejected, advised the customer to contact pharmacy for the reason, and the customer acknowledged. The system functioned as intended after the technical support specialist tested the device.